Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium gauge reading zero with no alert". The user replaced the helium tank and therapy was continued. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "helium gauge reading zero with no alert". The user replaced the helium tank and therapy was continued. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4). The reported complaint of "helium gauge reading zero with no alert" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The issue was resolved after replacing the helium tank. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.